Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture. No intervention was made. The patient was in stable condition and will continue to be monitored.